Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to water by being dropped into the bathtub and now has a blank display. The insulin pump is vibrating without any alarms or alerts. The customer was advised to discontinue the use of the insulin pump and to return . The customer's blood glucose is 138 mg/dl.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. No vibrating anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to perform functional test due to blank display. The motor had moisture damage.